Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The image was normal after being connected to the system, but after about three (3) minutes, an e218 error message occurred, and when the system was turned off and on again, the blackout was reproduced. No leak was detected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a therapeutic laparoscopic and endoscopic cooperative surgery (lecs) procedure, the image blacked out while using the endoeye flex deflectable videoscope with the visera elite ii video system center. No error had occurred. The image was not restored; therefore, the intended procedure was completed with a different endoeye flex deflectable videoscope which caused a surgical delay of unknown time to switch the scope. No patient harm reported. The device had been inspected prior to use with no abnormalities.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the electric board inside the video connector is broken. It is likely that the board inside the video connector broke due to the following: 1) electronic parts have deteriorated over time due to repeated energization stress. 2) overcurrent flowed temporarily or repeatedly due to plugging and unplugging the video connector while the system was on. 3) a temporary short circuit occurred when the video connector was connected to the system with moisture adhering to the electrical contacts. 4) static electricity was applied to the electrical contacts of the video connector. 5) a failure of the components mounted on the board. Olympus will continue to monitor field performance for this device.